Event description:
Boston scientific technical services (ts) reviewed the provided disk and noted historically unstable shock impedance measurements. There were also five pacemaker mediated tachycardia (pmt) episodes. As there were very fluctuating shock impedances, additional investigation was advised. It was reported that the patient will be checked at their next scheduled follow up.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a high, out of range shock impedance measurement was observed on the implantable cardiac resynchronization therapy defibrillator (crt-d) and an unknown right ventricular (rv) lead through the remote monitoring system. It was reported that all other measurements were within range so the physician decided to turn off the alarm. Technical assistance was requested. The system remains in service. No adverse patient effects were reported.

Event description:
Information was subsequently received that the rv lead was a bsc product. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Technical assistance was requested. This investigation will be updated should further information be provided.